Event description:
Customer performing parallel testing of 0.8% resolve b, lot # 8rb196. Customer states the pt samples containing anti-e, fya, -s and passive anti-d were missed. No death or serious injury is associated with this event.